Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported after using bd cor¿ gx instrument, there were two false positive results that occurred. The results were reported to the physician, but no adverse impact or incorrect treatment was reported regarding the patient or user. The patient was requested for a recollection of sample for retesting.